Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified by reviewing error logs. Malfunction could not be duplicated. The generator interface and filament driver circuit boards were replaced, the software was reloaded, and the filament calibration performed. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9900 had displayed error messages intermittently that analog to digital converter channels 3 and 12 had failed. There was no adverse pt involvement reported. There was no pt info reported.